Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to an infection. No further patient complications have been reported as a result of this event. It was further reported by the patient that a new ipg system was implanted on the opposite side.